Manufacturer narrative:
The device was not returned to mmdg for evaluation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed an error code 10 and that they were unable to clear the error or restart the pump. The initial reporter stated that the patients therapy was delayed for three hours while they waited for a replacement pump to be delivered, but that the patient was doing well after the delay. (B)(4).